Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that "implanted under local anesthesia outside the operating room, the doctor found it was difficulty when the swg I nserted, it was difficulty in withdrawing the swg, and it was found that the swg kinked after withdrawing the swg." The user changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "implanted under local anesthesia outside the operating room, the doctor found it was difficulty when the swg I nserted, it was difficulty in withdrawing the swg, and it was found that the swg kinked after withdrawing the swg." The user changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a kinked guide wire was able to be confirmed by the photo. The ars was not pictured. Without the sample returned for analysis a complete visual inspection to determine the cause of the damage could not be performed. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied photo. The customer photo shows a kinked guide wire, however, the ars is not pictured. Full complaint verification testing to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.